Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise that was oversensed and led to pacing inhibition. The patient is pacemaker dependent and experienced a pause for approximately 1.5 seconds. Upon boston scientific technical services (ts) review, it was noted that based on the size and frequency of the noise, it appears unlikely to be a lead impairment, and the noise seems more consistent with myopotential. Further troubleshooting recommendations were provided by ts. The crt-d system remains in service. No additional adverse patient effects were reported.